Manufacturer narrative:
(B)(4). Device evaluated by MFR : it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a stent deployment issue, inadequate stent apposition, stent damage and foreshortening occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A synergy¿ drug eluting stent was deployed to treat the lesion. However, it was noted that only half of the stent was deployed. The stent appeared foreshortened and the distal end appeared to be damaged. Post-dilatation was performed using a 2.5mm balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was fine.